Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed hypotension when a novum pump did not flow. During levophed infusion at 107ml/hour in the intensive care unit, the patient¿s blood pressure was observed at ¿60 over nothing with map in 30s¿. After an unspecified amount of time, the medical staff was ¿unable to get blood pressure¿. The pump was reading ¿levophed 4mg/250 d5w at 107ml/hour¿; however, the medical staff noted no solution was dripping. Phenylephrine 500mcg was injected stat. Levophed was switched to a different pump at the same rate. Once the levophed was removed from the pump it alarmed an unspecified system error. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent flow accuracy testing based on the end-user setting of care area: critical care, drug selected: norepinephrine, modifier: weight based, delivery mode: continuous, concentration: 4 mg/250ml, weight 95kg, primary maintenance dose 0.3mcg/kg/min, pump rate: 107 ml/hour, able to confirm that the fluid is flowing on the collection container and the machine passed testing. The event history log was reviewed and found a se 21515 uso sensor failure low which was unable to reproduced during flow accuracy testing. As a precaution, preventive maintenance was performed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified.